Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that while in use on a patient, the blue pilot balloon on the endobronchial tube got torn off. No patient harm.